Event description:
It was reported that multiple, intermittent temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. Customer's blood glucose level was 206 mg/dl. The customer continued using the pump and have manual injections as alternate insulin therapy.